Manufacturer narrative:
B4. Date of this report: 17 june 2025. G3. Date received by the manufacturer? 17 june 2025. H6. Investigation findings updated to 3224.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. Based on our review of the data, we can see that the system may have experienced a period of instability. However, the system is beginning to show improvement with better agreement in bg and sg.